Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported deployment issue and difficulty to remove was not able to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties occurred due to case circumstances.

Event description:
Additional information: the mid internal carotid artery was heavily tortuous and moderately calcified. The nav 6 filter met resistance during removal when the filter passed the hemostatic valve. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mid internal carotid artery. The filtration element of an emboshield nav6 would not deploy inside the anatomy. There was resistance removing the device. Outside the patient, the filter could be opened. A new nav6 was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.